Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a contrast angio run showed a type 3 endoleak coming through the stent graft fabric and appeared as though the ipsilateral limb was not present. The contralateral limb was relined; however, there was no change seen. Therefore, the ipsilateral side was relined with another stent graft and this sealed the endoleak with a good angio run. No additional clinical sequelae were reported and the patient is fine. Please note that this model is not distributed in the united states.

Manufacturer narrative:
Evaluation codes, conclusion: lack of information (no films or operative reports were received). Required secondary intervention.